Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). The pads had been opened causing the device to alert the user to the issue. Replacement pads resolved the issue.